Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 400 mg/dl. Reportedly, the customer administered a manual injection to address elevated bg level and reportedly that the customer went to the emergency room. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available.